Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level of 587 mg/dl due to a bent cannula. The caller also requested assistance with sensor calibration. The insulin pump was not replaced or returned for analysis.